Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient was hospitalized due to refractory cardiac arrest after right ventricle failure. Patient expired on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, analysis of the log files that were provided by the account confirmed, low flow events. However, a specific cause could not conclusively be determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2021 at 20:37:25 through (B)(6) 2021 at 10:46:12. Low flow events were captured throughout the log file from (B)(6) 2021 at 20:53:08 through 20:56:49. Per design. When the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status. And the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Transient pi events were observed, throughout the log file. Resulting in momentary decreases in speed per design. An intentional pump stop was captured on (B)(6) 2021 at 20:57:33, triggering associated alarms. And the pump was shut off. The patient expired on (B)(6) 2021, due to cardiac arrest following right ventricle failure. The heartmate 3 lvad, serial number (B)(6), was not returned for evaluation as of (B)(6) 2021. If it is returned, this pi main will be reopened to document the analysis of the device. The relevant sections of the device history records for (B)(6) were reviewed. And showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed, and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states, ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system, due to reduced filling of the pump¿. The IFU explains, that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes, that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.